Manufacturer narrative:
A follow-up MDR will be submitted if the instrument is returned or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a wire was found in the surgical site. At this time the following information is unknown: the location of the instrument fragment and if the broken piece was retained inside the patient.

Event description:
On 02/09/2018 intuitive surgical, inc. (Isi) received FDA voluntary report # mw5074145 with the following event description: "performing hysterectomy robotic surgery, at conclusion of surgery wire was found in surgical site. Suspected from robotic instrument." The following instruments were reported under this medwatch: monopolar curved scissors (420179), pk dissecting forceps (420227), mega needle driver (420194), and prograsp (420093). However there was no site, system or lot and sequence numbers for the instruments reported in the medwatch. Isi contacted FDA; however, they were unable to provide any additional information. It is unknown as to which instrument the "wire was found in surgical site" reported in this medwatch corresponds to.